Manufacturer narrative:
Neither the part nor any imaging was available for evaluation. It was reported that the over-aggresive endplate preparation was a possible cause of the cage subsiding, however the implant was not returned for evaluation and therefore no definitive determinations can be made. The exact cause is unkown. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace an altera cage that subsided post operatively.